Event description:
It was reported that nurse was emptying a foley catheter when the worker¿s left foot got tangled in the strap of the disposable repositioning sling hanging from the patient¿s bed. This caused a serious injury (broken right femur) and hospitalization of the employee.